Event description:
It was reported that the patient had twelve inappropriate shocks and there was concern that implantable cardioverter defibrillator (ICD) did not withhold therapy. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194, implantable pacing lead, (B)(6) "200;" 3830, competitor implantable pacing lead, (B)(6) 2007. (B)(4).